Event description:
Product information was obtained. Review of manufacturing records confirmed sterilization for the generator prior to distribution. It was also noted the generator was explanted on (B)(6) 2014.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution. Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Implant date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
It was reported that the patient was scheduled for explant due to an infection at the generator site. The patient had recently undergone generator replacement. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.